Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on going.

Event description:
Australia. Suture either dry and brittle or needle not attached.

Manufacturer narrative:
Samples received: 7 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received seven open pouches with the thread degraded inside the packs (thread is broken in small pieces in all samples received). The threads are degraded by hydrolysis along the time, we assume a pin hole in the aluminum pouch that lead moisture in the pouch and degrade the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a six-sigma project is on-going (project reference sixs_03.1_2015), this project takes actions to improve the untightness detection system).